Event description:
It was reported that the handpiece would not turn off and that it continued to run on its own. This was not during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device not turning off was duplicated. Based on the investigation details, the likely cause was corrosion on internal components. Service repaired and returned the device to the customer.